Manufacturer narrative:
Batch review performed on (B)(6) 2023 lot 2101454: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional involved implants: batch review performed on (B)(6) 2023 on liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 2109535 lot 2109535: (B)(4) items manufactured and released on 10-sep-2021. Expiration date: 2026-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on (B)(6) 2023 on ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 2101452 lot 2101452: (B)(4) items manufactured and released on 12-may-2021. Expiration date: 2026-04-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on (B)(6) 2023 on liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 2105745 lot 2105745: (B)(4) items manufactured and released on 26-may-2021. Expiration date: 2026-05-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had a right primary hip surgery on (B)(6) 2022 and a left primary hip surgery on 21 march 2022. On (B)(6) 2022, the patient came in reporting instability in both hips and the cause is unknown. The surgeon revised the head and liner on both the right and left hip. The surgery was completed successfully.